Event description:
The PICC broke inside the hub. Removed and replaced. No other info is known.

Manufacturer narrative:
Product implicated is a 3 french catheter. Returned for evaluation is the catheter, which is in two pieces. The proximal section (hub only) measures 5.7cm and the distal section (tubing only) measures 53cm. Lot history review indicates no related component or mfg issues and five product complaints of similar nature. Four of these complaints were recorded as user related and one was recorded as original sample not returned. The catheter separated inside the hub. Under 50x magnification, the texture at the break point appears granular and dull with some spots of jaggedness. Tactile inspection indicates the tubing is severely elongated and appears necked down adjacent to the break site. These signs indicate a typical tensile break. The complaint is confirmed, as the catheter did break. This complaint should be recorded as user-related since the catheter was pulled apart when the pt pulled on the line. The instructions for use states "it is important to follow the suggested method of securing the catheter as described in the instructions. If the catheter is not secured properly it may migrate or inadvertently be broken." 551998040157 7-8-98.